Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer was hospitalized due to diabetic ketoacidosis, stomach virus and high blood glucose of 495 mg/dl on (B)(6) 2017. Nurse was unsure whether customer was wearing the insulin pump at time of hospitalization or not. Insulin pump will not be returned for analysis.